Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history review. The device was returned for evaluation. Visual and functional testing were performed. Visual inspection found that the right plunger case is cracked by most top screw and has a dent near the plunger lever. There was also a cracked battery door and plunger case seal is missing. During occlusion testing, the motor rate error was found. The root cause reported issue was found to be the leadscrew does not operate as intended. Replaced leadscrew and clutch halves as a preventive measure, cleaned and greased the whole motor assembly. Performed occlusion testing which passed.

Event description:
It was reported that there was a motor rate error. No patient injury was reported.